Event description:
It was reported that the patient experienced a transient ischemic attack (tia), requiring additional intervention. An enroute transcarotid neuroprotection system was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. Post procedure, the patient woke up and was unable to move their right-side extremities on command. The patient was re-sedated to perform a stent and brain angiogram. The angiogram revealed a patent stent and the neurosurgeon stated that the brain looked similar to the pre-operation computed tomography angiography (cta). The patient was then awakened and able to move right lower leg but not able to move their right arm and hand. The patient was taken to special procedures lab for assessment, and a neurosurgical snare was used to treat the patient. The physician reported that the patient's symptoms resolved within twenty-four hours.

Event description:
It was reported that the patient experienced a transient ischemic attack (tia), requiring additional intervention.an enroute transcarotid neuroprotection system was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. Post procedure, the patient woke up and was unable to move their right-side extremities on command. The patient was re-sedated to perform a stent and brain angiogram. The angiogram revealed a patent stent and the neurosurgeon stated that the brain looked similar to the pre-operation computed tomography angiography (cta). The patient was then awakened and able to move right lower leg but not able to move their right arm and hand. The patient was taken to special procedures lab for assessment, and a neurosurgical snare was used to treat the patient. The physician reported that the patient's symptoms resolved within twenty-four hours.

Manufacturer narrative:
It was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event.review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time.a review of the enroute transcarotid neuroprotection system device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.